Event description:
Info received indicates during a preventive maintenance check, the tech found the ground resistance was out of range when tested on the bed.

Manufacturer narrative:
The tech isolated the issue to the power cord. He replaced the power cord to repair the bed.